Manufacturer narrative:
Reference number (B)(4). A buried bumper is a known complication of a peg tube placement. Health effect clinical code of e2402 was chosen to capture the event of buried bumper. Catalog number in d4 is the international list number which is similar to us list number of 062910. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2025 a patient in italy underwent a procedure for the re-placement of percutaneous endoscopic gastrostomy-jejunal (peg-j) tubes. On (B)(6) 2026 it was reported the patient had incarceration of the internal bumper. The patient is currently hospitalized in the gastroenterology department awaiting resolution of the issue. On (B)(6) 2026 it was reported the incarcerated device was replaced with an unknown peg tube not usable for infusion with duodopa. The treatment with duodopa is therefore suspended, with a switch to oral therapy, pending resolution of the issue. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed.